Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of thrombosis and vascular injury (tissue damage) are listed in the electronic perclose proglide instructions for use (eifu) as potential adverse events of use of the device. It should be noted that the eifu states: gently pull the device back to position the foot against the vessel wall. Pulling the device too hard appears to have resulted in the device being pulled out of the vessel. Additionally, the eifu states: do not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). It is possible use in the superficial artery contributed to the reported difficulties. The investigation determined the reported eifu violation was due to operator error and the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right superficial femoral artery was attempted using a proglide device with a 6f sheath after a right anterior tibial interventional procedure. Reportedly, the proglide device was pulled too hard when retracting the device to feel tactile sensation of the foot against the anterior wall of the artery, after step 1 and before step 2. The device tore the vessel. No device separation occurred, the foot was intact. Compression was held until a covered stent was deployed using the up and over technique through the left side. Angiogram performed after the procedure revealed a blood clot at the access site stented area. A non-abbott peripheral thrombectomy device was used to retrieve the blood clot. There was no reported clinically significant delay in the procedure or therapy.